Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the occlusion module did not function as expected. The slider bar on the central control monitor was moving without the user touching the screen. This, combined with the false backflow alarms caused the user to remove the system from setup and move the disposables to the other system 1 prior to the start of the surgical procedure. The user reported the surgical procedure was completed successfully and there was no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.